Manufacturer narrative:
(B)(4). Result of investigation: the display powered up in service mode, vent inop. Viewed event error log and found post dac or adc error. Findings/root-cause: reported problem was duplicated. This has been identified to be due to an open resistor component and is being internally investigated.

Event description:
The customer reported while using the vela ventilator, it alarmed motor fault, vent inop and low ve. There was no information if this ventilator was on a patient when the problem occurred, it is currently unknown.